Event description:
The manufacturer became aware of a rep dreamstation auto CPAP, dom - recrt device alleging visualization of particles. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/17/2023 and section h11 should be reported as: the manufacturer became aware of a rep dreamstation auto CPAP, dom - recrt device alleging visualization of particles. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was observed. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.